Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with an unexpected myopic outcome following intraoperative aberrometry assisted cataract surgery. Additional information received stated the patient was referred to a retina specialist for possible cystoid macular edema but no retinal issues were found.

Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the calculations and images. The cas noted the images look good. The fixation was great, the bladed lid speculum was open and off the limbus. The tear film was good. There was balanced salt solution (bss) pooling present. The captures taken looked good with no real variable that would have contributed to the myopic outcome. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).